Event description:
As reported for this event by the distributor, the device did not yield any image. There is no harm to any patient or healthcare professional.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. The user¿s complaint of no image was confirmed. Upon inspection and testing, it was observed that there was image noise, and the image was not recognizable. This is attributed to the damage to the charge couple device (ccd) unit. Other observations for the device: due to wear of angle wire, bending angle in up direction does not meet the standard value; distal end rubber coating (a-rubber) adhesive has chip; and scope cover unit, scope connector, switch box, angulation lever, universal cord, insertion tube rotation ring, grip, have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum feb 7, 2023: there was no patient involvement.

Manufacturer narrative:
Available information has been received for this event. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following: a defective image sensor unit, a failure of the internal circuit board inside the video connector, and/or a failure on the system side. Olympus will continue to monitor field performance for this device.